Event description:
This pertains to one of three speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on unknown date. It was reported that during the procedure, the bands failed to deploy, the physician had to use 3 banders before finding one that would deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h11: investigation results the speedband superview super 7 device was not returned for analysis. Because the device was not available, no visual or functional evaluation could be performed to assess the reported condition. No additional observations could be made beyond the information provided by the customer. The reported event of bands failure to deploy could not be confirmed through product analysis due to the absence of the returned devices. A risk review was completed and confirmed that bands failure to deploy is defined in the risk documentation and is documented accordingly. Product record review verified that the device met all manufacturing specifications prior to distribution and no abnormalities were reported during the assembly process. However, with no physical device available for evaluation and limited information regarding the conditions under which the failures occurred, it is not possible to determine whether the issues were related to procedural technique, device handling, or a potential device related malfunction. Therefore, the most probable root cause for this event is classified as unable to exclude device problem.